Manufacturer narrative:
407645 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed incorrect histogram data for cardiac resynchronization therapy pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network report showed incorrect histogram data for cardiac resynchronization therapy pacing. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.